Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to unknown mechanical complication of the internal joint prosthesis and adverse reaction to metal debris (armd). It was reported that the stem, cup, and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00076 / -00077).

Manufacturer narrative:
Evaluation of the returned component found faint evidence of a main wear zone. Fine scratching was visible on the bearing surface. A band of parallel wear stripes was visible near the pole of the bearing surface. Parallel indentations or wear marks were observed at the edge of the main wear zone. The wear stripes and parallel scratches or indentations are possible indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. The backside of the modular head showed evidence of deformation at the edge of the chamfer, possibly from contact with surgical instruments. The morse taper exhibited minor discoloration but there was little or no evidence of taper fretting or corrosion. The dimensional evaluation of the head found it was acceptable to print specification.